Event description:
Customer alleged that the unit would dump its charge at 200j. Customer did not report pt incidents to the MFR at the time of occurrence. MFR followed up with customer at which time customer mentioned three pt deaths associated with alleged device condition. Causal connection is undetermined. No pt info was provided by customer. Service representative was unable to duplicate alleged condition. Proper operation of the device was confirmed.